Event description:
Rptr had a spinal fusion done 10/1/92. According to the discharge summary, the operation was a lumbar decompression l4l5 and fusion l451 with iliac crest bone graft and instrumentation. X-ray 10/1/92 bilateral pedicle fixation devices. 10/5/92 x-ray internal fixation by multiple metallic screws and sideplate. X-ray 11/9/92 posterior fixation with rods and pedicle screws. After the surgery rptr developed pain on left side which was the worst side pre-op. Rptr now has constant pain in legs, numbness and tingling of both feet and toes and right shoulder pain. She has developed chronic pain syndrome and pain does not respond to meds, pt, brace, tens or nerve block. She has failed back syndrome, anxiety attacks due to pain level. Fibromyalgia in right shoulder from severe muscle spasms. Pud from large doses of anti-inflammation drugs. At one point the dr felt the screws were backing out. At the present time they appear intact. Rptr and dr discussed surgical femoral hardware. He wants to wait. Rptr cannot stand, sit, lie or bend for any length of time. She is unable to return to work due to the pain. She believes the screws have a lot to do with this. The pain has only gotten worse and is starting to affect all aspects. Walking is increasingly difficult.